Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and as a result, he experienced a loss of consciousness. Emergency services were contacted and upon arrival, customer was put into an "artificial coma" and provided treatment fo for hypoglycemia. The following medications were reported, however it is unknown if these were administered at the time of medical event or prescribed to customer (levemir, novorapid, pantoprazol, ramilich 5mg). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and libre reader, and there were no adverse trends that indicate any potential product related issues. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and as a result, he experienced a loss of consciousness. Emergency services were contacted and upon arrival, customer was put into an "artificial coma" and provided treatment fo for hypoglycemia. The following medications were reported, however it is unknown if these were administered at the time of medical event or prescribed to customer (levemir, novorapid, pantoprazol, ramilich 5mg). There was no report of death or permanent injury associated with this event.